Event description:
On 7/3/24 a beta bionics clinical diabetes specialist was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/2/24. The user reported on (B)(6) 2024 they removed the ilet as they were in a rush to get to dialysis. After returning home, the user reconnected the ilet and fell asleep. The user woke up with a low bg, drank a sweet tea and ate two packs of fruit snacks then headed to their car to go to work. Before driving, the user began having a seizure and was found unconscious by a neighbor, who called ems. Ems administered two doses of d50 at the user's home and one more at the hospital. The user was not admitted and was discharged the same day. The user reported their lowest bg was 50 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were only partially completed after (B)(6) 2024, prior to the presumed event date; engineering logs from the device are not currently available, and therefore ilet performance during the event could not be evaluated. Clinical logs from the device show cgm glucose and insulin dosing data on the reported event date. This device data confirms hypoglycemia occurred on the reported event date, following an extended period with no cgm or insulin dosing data, and then a less than usual meal announcement upon reconnecting. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and available device data, the ilet operated as intended. This hypoglycemic event was caused by the user's hemodialysis rapidly creating significant changes in insulin sensitivity, coupled with a prolonged disconnection from the device that resulted in correction insulin being delivered upon reconnecting. In addition, it is possible they overestimated the carbohydrate content of their meal or were not able to eat enough carbohydrates to match the chosen meal size, resulting in an excess of insulin.